Manufacturer narrative:
(B) (4): the device reported, list number 55238, is an abbott product that is marketed internationally which is the same or similar to a device, list number 55239, that is marketed domestically. (B) (4)

Event description:
The complainant reports an under delivery, the rptr indicated that the pt is ambulatory and did not notice that pump had not delivered feeding as the pump seemed to be pumping. The intended delivery amount was 553 ml over a time frame of 7 hours, however, the actual amount delivered about 10 ml in several hours, per visual assessment.